Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Talent , endurant a non mdt stent grafts were implanted in patients in the endovascular treatment of abdominal aortic aneurysms on unknown dates the following malfunctions were reported; type ia endoleak, type ib endoleaks the following adverse events were reported; infection, fistula, rupture, intervention , explant patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.